Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. It was reported that the transmitter was not cleaned properly. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. Labeling indicates: between uses, clean outside of the transmitter with damp cloth or alcohol wipes. Let dry before use or storage. No additional event or patient information is available.